Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. The patient was having shortness of breath during stress that suggested a need for reoperation. On (B)(6) 2018, the trifecta valve was explanted and a 25mm edwards magna ease valve was implanted. The patient is reported to be stable.

Manufacturer narrative:
An event of ¿the patient was having shortness of breath during stress that suggested a need for reoperation¿ was reported. The results of the investigation concluded that leaflets 1 and 2 contained fibrous pannus ingrowth, on the inflow surface. Additionally, tears in leaflets 2 and 3 were also observed. No acute inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause for the reported event remains unknown.